Event description:
It was reported that during the initial implant procedure, the hex wrench was unable to fit in the set screw of the device. The device was not implanted and was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to engage set screw with hex wrench was confirmed. The device was above the elective replacement indicator (eri) upon receipt. Analysis revealed the ventricular set screw was unseated and contained septum material inside the hex cavity. This prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.